Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52, lead; implant date: (B)(6) 2012. (B)(4).

Event description:
It was reported that infection occurred. (B)(6) was identified as microbial source of infection, and vegetation was noted on the patient's right ventricular (rv) lead. The patient's implantable cardioverter defibrillator (ICD)  and associated leads were explanted. No further patient complications have been reported as a result of this event.